Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided.visual/microscopic inspection: as the device was not returned, an inspection could not be performed.functional/performance evaluation: as the device was not returned, an evaluation could not be performed.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation.per the driver service record, the driver was confirmed for failure to cycle. The root cause was determined to be a lack of battery charge. It is likely that the lack of charge contributed to the reported event. However, based upon the available information, the definitive root cause could not be determined. Labeling review: the current vacora needle instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided biopsy into normal density breast tissue, the device sounded sluggish and stopped cycling with error lights. The needle had to be manually manipulated to open the aperture and release the needle from the breast. The procedure was completed with another driver and needle. A coaxial was not used during the procedure. No patient injury was reported.